Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using ten bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the customer noticed leakage from the connection. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary. Two photos were received for review and analysis. One photo shows a device package. One photo shows a previously used device. However, we are unable to determine leakage point based on photo analysis. Bd is unable to confirm this complaint based on photo sample analysis. 30 retain samples were visually inspected and tested for sleeve functionality. All samples passed testing. Therefore, this complaint cannot be confirmed based on retain sample testing results. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on a review of batch records and investigation results, no root cause from manufacturing was identified as a contributor. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using ten bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the customer noticed leakage from the connection. There was no health impact or consequence reported.